Event description:
Litigation alleges pain, discomfort, immobility, inflammation and high levels of cobalt and chromium.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.